Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a beep anomaly, with no beep sounding on low despite the audio options menu being set to audio and vibrate. Blood glucose value at the time of event was 2.8 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section b1 - unchecked adverse event box. 3. Section b2 - unchecked other serious (important medical events) box. 4. Section d10 - removed concomitant medical products. 5. Section h1 - updated type of reportable event to malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : as per latest update customer experienced hypoglycemia with blood glucose value of 3.7 mmol/l.

Manufacturer narrative:
Unit passed self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of anomalies during testing. Thump software and care link pro. Was utilized and downloaded trace/history files properly. However, there is no data available on (B)(6) 2026, unable to perform data analysis for no audio/vibrate anomaly/absence of alarm complaint. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of [13.3 mmol/l] or [240mg/dl] on the pump's home screen. No communication anomaly or calibration anomaly noted. No alleged discrepancy between sg value and bg value noted. The pump was cut open to perform a visual inspection. No evidence of physical damaged. However, moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. In conclusion, unable to confirm customer concern no alleged discrepancy between sg value and bg value noted. No unexpected audio/vibrate anomaly/absence of alarm anomalies noted. However, moisture damage on the j6/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.